Event description:
It was reported that a patient experienced hemolysis and dark urine. Post pulsed field ablation (pfa) procedure where a farawave 2.0 nav catheter was used, the patient developed dark tinged urine. This occurred approximately three times with urination per the physician. During the procedure, 88 total ablations were performed for a complex left atrial (la) ablation which included pulmonary vein isolation (pvi) and posterior wall isolation. During procedure the catheter reportedly performed as expected without issue. Prior to the procedure, the patient kidney function was normal with bun 18.1 and creat 0.97. Labs were redrawn after the dark urine was noted. Follow up labs were similar to pre procedure with bun 22.5 and creat 0.92. The patient was given fluids, monitored in hospital over night and was discharged. Urination one day following the event showed clear yellow urine with multiple samples. The patient fully recovered from the event. The catheter is not expected to be returned as it was disposed.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave nav device confirmed that the events of hemolysis and hemoglobinuria are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave nav device is acceptable. Investigation conclusion: based on the information provided, the reported events of hemolysis and hemoglobinuria are known inherent risks of the farawave nav device. Hemolysis and hemoglobinuria are expected procedural complications addressed within the IFU for the farawave nav. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced hemolysis and dark urine. Post pulsed field ablation (pfa) procedure where a farawave 2.0 nav catheter was used, the patient developed dark tinged urine. This occurred approximately three times with urination per the physician. During the procedure, 88 total ablations were performed for a complex left atrial (la) ablation which included pulmonary vein isolation (pvi) and posterior wall isolation. During procedure the catheter reportedly performed as expected without issue. Prior to the procedure, the patient kidney function was normal with bun 18.1 and creat 0.97. Labs were redrawn after the dark urine was noted. Follow up labs were similar to pre procedure with bun 22.5 and creat 0.92. The patient was given fluids, monitored in hospital over night and was discharged. Urination one day following the event showed clear yellow urine with multiple samples. The patient fully recovered from the event. The catheter is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.